Event description:
It was reported that the surgeon explanted the fossa prothesis, shaved down some of the heterotopic bone, and re-implanted it. Nevertheless, a follow-up surgery with a new implant is required.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed as there was an image provided showing heterotopic bone at the fossa components, which was confirmed by the stryker clinical application team. The patient received bilateral tmj implants initially, and during a later surgery, the surgeon addressed heterotopic bone by removing the fossa prosthesis, shaving the bone, performing a coronoidectomy, and reimplanting the components without issues or signs of device failure. Heterotopic bone formation is a known adverse effect documented in the product information, and this event was attributed to the patient¿s condition rather than the device. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.